Manufacturer narrative:
Date of submission 18-apr-2018 the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked in two places and had damaged threads and with a section of battery compartment missing. No evidence of moisture inside battery compartment. The returned battery cap was unable to fully attach to the pump; the pump reboots were duplicated with the returned battery cap. The pump powered intermittently with both the returned battery cap and a test battery cap. The initial complaint was confirmed during testing. The pump case was removed and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with intermittent power. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.